Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. Visual inspection, electrical returned instrument testing evaluation (rite), and functional rite were performed, and a system error (se) 2394 and se 2124 occurred during the testing. An event history log review was performed and identified the following alarms: reload set 198, system error 2419, check heater line, system error 2084, and fill not finished. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice (hc) experienced an unknown system error (se). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). To correct the system error (se) 2394 and se 2124, the digital board was replaced. The cause of the se 2419 and reload the set 198 was determined to be a valve failure, and the manifold valves were replaced to correct these errors. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The homechoice (hc) has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.